Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programming head could not be recognized. The programming head should be returned for analysis.

Manufacturer narrative:
Please refer to the updated analysis report.

Event description:
Reportedly, the programming head could not be recognized. The programming head should be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the programming head could not be recognized. The programming head should be returned for analysis.

Manufacturer narrative:
The subject programming head could not be repaired and was scrapped.

Event description:
Reportedly, the programming head could not be recognized. The programming head should be returned for analysis.